Event description:
It was reported that after removing the device from the anatomy, as the technician was running his fingers over the stent deliver sys, the end of the balloon detached. The detached portion was not returned. No pt injury was reportedly associated with this event.

Manufacturer narrative:
Information from section f was completed by the manufacturer. Evaluation summary: quality assurance of the returned device revealed the unit was returned with the distal portion of the balloon, inner member and c-flex detached from the shaft. The detached portion was not returned. Quality engineering was unable to determine a root cause for the reported product issue. The pt disease state, anatomical morphology and predilatation strategy are unknown. There is no indication in the complaint that any device defects were found during preparation/set-up. The damage evidenced by the returned portion of the device would seem to indicate that some type of force/resistance was encountered during the case. Quality engineering concluded taht no corrective action would be implemented at this time. A review of the device manufacturing records did not reveal any non-conformities which could have contributed to this complaint. This MDR is considered closed by the quality assurance department.